Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/perforation other (essure coil embedded in other tissue)"), device breakage ("device breakage") and uterine perforation ("perforation (uterus)/migration of essure (uterus wall, missing right coil)") in a 34-year-old female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine cervix dilation procedure from may 2014 to june 2014, uterine abrasion from may 2014 to june 2014 and ruptured intervertebral disc (surgery (B)(6) 2001). Concurrent conditions included overweight. Concomitant products included ibuprofen for headache and migraine. In 2003, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, migraine ("migraine headaches / migraines"), fatigue ("fatigue / fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), nausea ("nausea") and anxiety ("other injury/complication (anxiety)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("excessive cramping / abdominal pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), abdominal distension ("gastrointestinal or digestive system condition (bloating)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain") and cystitis ("bladder infection"). The patient was treated with surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus) and surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain lower, dyspareunia, migraine, fatigue, bladder disorder, urinary tract disorder, abdominal distension, urinary tract infection, vaginal infection, headache, nausea, vaginal discharge, weight increased, anxiety, arthralgia and cystitis outcome was unknown and the back pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), bladder or urinary problems/changes, device breakage, gastrointestinal or digestive system condition (bloating),infection (urinary tract/vaginal), headaches, migration of essure (uterus wall, missing right coil), nausea, perforation (fallopian tube), perforation (uterus), surgery (dilation and curettage), vaginal discharge, weight gain, other injury/complication (anxiety), perforation other (essure coil embedded in other tissue). Concomitant disease, lot number, historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/perforation other (essure coil embedded in other tissue)"), device breakage ("device breakage") and uterine perforation ("perforation (uterus)/migration of essure (uterus wall, missing right coil)") in a 34-year-old female patient who had essure (ess205) (batch no. L2138-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine cervix dilation procedure from (B)(6) 2014 to (B)(6) 2014, uterine abrasion from (B)(6) 2014 to (B)(6) 2014 and ruptured intervertebral disc (surgery (B)(6) 2001). Concurrent conditions included overweight. Concomitant products included ibuprofen for headache and migraine. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2004, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches / migraines"), fatigue ("fatigue / fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea") and anxiety ("other injury/complication (anxiety)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("excessive cramping / abdominal pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), abdominal distension ("gastrointestinal or digestive system condition (bloating)"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain") and cystitis ("bladder infection"). The patient was treated with antibiotics, surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus), surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus) and surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain lower, dyspareunia, migraine, fatigue, bladder disorder, urinary tract disorder, abdominal distension, urinary tract infection, vaginal infection, headache, nausea, vaginal discharge, weight increased, anxiety, arthralgia and cystitis outcome was unknown and the back pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion. Lot number l2138 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/perforation other (essure coil embedded in other tissue)"), device breakage ("device breakage") and uterine perforation ("perforation (uterus)/migration of essure (uterus wall, missing right coil)") in a 34-year-old female patient who had essure (ess205) (batch no. L2138-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine cervix dilation procedure from may 2014 to june 2014, uterine abrasion from may 2014 to june 2014 and ruptured intervertebral disc (surgery jun 2001). Concurrent conditions included overweight. Concomitant products included ibuprofen for headache and migraine. In 2003, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches / migraines"), fatigue ("fatigue / fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea") and anxiety ("other injury/complication (anxiety)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("excessive cramping / abdominal pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), abdominal distension ("gastrointestinal or digestive system condition (bloating)"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain") and cystitis ("bladder infection"). The patient was treated with antibiotics, surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus), surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus) and surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus). Essure (ess205) was removed in august 2014. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain lower, dyspareunia, migraine, fatigue, bladder disorder, urinary tract disorder, abdominal distension, urinary tract infection, vaginal infection, headache, nausea, vaginal discharge, weight increased, anxiety, arthralgia and cystitis outcome was unknown and the back pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in december 2003: total bilateral occlusion. Lot number l2138 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/right coil missing'), device breakage ('device breakage/right coil broken') and uterine perforation ('perforation (uterus)/one of my essure implant was embedded in my utrus instead of being in my tubes.I believe it was the left one.') In a 34-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine cervix dilation procedure from (B)(6) 2014, uterine abrasion from (B)(6) 2014, ruptured intervertebral disc (surgery (B)(6) 2001), endometriosis, adenomyosis, menometrorrhagia, ovarian cyst and uterine enlargement. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight and carpal tunnel syndrome. Concomitant products included ibuprofen for headache and migraine. In 2003, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches / migraines"), fatigue ("fatigue / fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea") and anxiety ("other injury/complication (anxiety)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), abdominal pain lower ("excessive cramping / abdominal pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), abdominal distension ("gastrointestinal or digestive system condition (bloating)"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), cystitis ("bladder infection"), menometrorrhagia ("menometrorrhagia"), uterine enlargement ("enlarged uterus") and ovarian cyst ("right ovarian cyst"). The patient was treated with antibiotics and surgery (total hysterectomy, uterus and cervix. Removal of essure coil that was attached to uterus). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain lower, dyspareunia, migraine, fatigue, bladder disorder, urinary tract disorder, abdominal distension, urinary tract infection, vaginal infection, headache, nausea, vaginal discharge, weight increased, anxiety, arthralgia, cystitis, menometrorrhagia, uterine enlargement and ovarian cyst outcome was unknown and the back pain, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, menometrorrhagia, migraine, nausea, ovarian cyst, urinary tract disorder, urinary tract infection, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms removal details: (B)(6) 2014 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: essure tubal occlusion devices are noted in place. The fallopian tubes appear completely occluded no filling of the tubes was noted during injection of watersoluble contrast material into the endometrial cavity; in (B)(6) 2003: results: total bilateral occlusion. Lot number l2138 is not valid concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information , other relevant history , lab data added and rcc was updated. Events enlarged uterus, menometrorrhagia, right ovarian cyst added. We received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping / abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), back pain ("back pain"), migraine ("migraine headaches") and fatigue ("fatigue"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.